Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok keypad button required multiple presses to elicit a response. The reporter noted that the rubber on the ok keypad button was thin and the symbol was worn, and could not confirm whether the button response issues had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up, down, and contrast keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was observed under all of the keypad button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.